Event description:
The infusion pump was programmed to infuse a heparin solution at 6 ml/hr. After 6 hrs. The 250 ml solution container was empty. The pt's ptt levels were elevated. The infusion pump was removed from the pt. No additional pt intervention was required.